Event description:
It was reported that the lead dislodged and that the patient experienced shortness of breath, passed out and fell. It was also reported that the patient showed fluid accumulation possibly due to percardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.